Event description:
Physician was performing a throacentesis procedure. When the catheter was removed, the catheter tip broke off inside that chest cavity. The pt required surgical intervention to remove the catheter tip. The condition resolved and there were no further complications.